Manufacturer narrative:
Approximately 19 inches of the distal end of the driveline from the percutaneous lead replacement was returned for evaluation. Electrical continuity testing found all wires were electrically intact. Some minor breakdown of the braided shield was noted near the metal connector; however, visual examination and high potential testing of the underlying wires found no area of compromised wire insulation. The patient received a pump exchange. The explanted pump was returned with the driveline cut approximately 1 inch from the pump housing and the remainder of the driveline was not returned. Electrical continuity testing found all wires were electrically intact. The outer silicone jacket, clear bionate layer, and braided shield layers were unremarkable. Visual examination and high potential testing of the underlying wires found no area of compromised wire insulation. The report of pump stoppage events and driveline fault alarms was confirmed based on the evaluation of the submitted log files. The location of the suspected driveline wire damage could not be determined based on the evaluation of the returned portions of the driveline. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood contacting surfaces. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. Additionally, a direct correlation between the pump and the report of bleeding could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced pump exchange due to a percutaneous lead short to shield issue was reported under medwatch MFR # 2916596-2015-02459. (B)(4). Approximate age of device - 9 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2015, the patient underwent a pump exchange due to a percutaneous lead short to shield issue. It was reported that the patient was seen in the clinic during the afternoon of (B)(6) 2016 with reports of unspecified alarms overnight. The patient was reported to be asymptomatic. Interrogation of the patient's system controller showed several pump stoppage alarms along with pump speed drop to 0 rpms. The patient was admitted to the ICU for closer observation. The submitted log file analyzed by the manufacturer's technical services department showed multiple pump stops and speed drops greater than 200 rpms below the low speed limit. These issues only appeared to be occurring while the lvad was connected to the power module. On 09/23/2016, a driveline evaluation was performed by the manufacturer's technical services representatives and the reported alarms could not be reproduced. A comparison of current x-rays of the driveline to prior images from (B)(6) 2015 showed the internal driveline loop to be smaller. It was noted that the patient has gained weight since last pump exchange on (B)(6) 2015. The patient reported that the problem only occurred when lying still in bed. On 10/02/2016, the customer requested an urgent analysis of the patient's system controller log file due to reoccurring pump stops and driveline fault alarms. A short to shield driveline issue was suspected. It was reported that the patient was in no acute distress and was admitted to cvicu for monitoring. The submitted log file confirmed the driveline fault events which appeared to be caused by a degrading driveline wire phase. As a precaution, the customer would be exchanging the system controller and submit another log file for analysis. The second log file data from a new system controller showed a similar data pattern as the data from prior two system controllers with phase a being the phase of concern. The patient was utilizing a non-grounded patient cable for power module support and a distal end percutaneous lead (driveline) replacement was scheduled for (B)(6) 2016. A distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2016. Subsequent system controller log file data analyzed after the external driveline replacement and did not appear to indicate a resolution to the degrading of the driveline. The patient would remain in the hospital utilizing a non-grounded patient cable and the vad team was considering the next steps of care. The patient had reportedly started bleeding on (B)(6) 2016 due to a villous adenoma with high grade dysplasia. The adenoma was excised. The inpatient team did not believe that this bleeding was related to the pump. The patient will continue to be monitored for any additional bleeding. The healthcare provider's plan is to perform a pump exchange due to degradation of one of the internal wires. No additional information was provided.

Manufacturer narrative:
Additional information. Reportable event type updated. The device was returned for investigation. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information: the patient remained admitted in the hospital after interrogation of the device by the manufacturer's engineer found degradation of one phase of the driveline. The inpatient team made a decision that a pump exchange was warranted. On (B)(6) 2016, the patient underwent a pump exchange to another lvad.